Event description:
It was reported that difficulty advancing within the artery occurred. Vascular access was obtained via transfemoral approach. A 14f isleeve introducer sheath was selected for a transcatheter aortic valve replacement(tavr) procedure. The physician encountered no difficulties with the initial introduction of the 14f isleeve into the patient. When attempting to advance the 14f isleeve introducer sheath within the highly calcified vasculature, angiographic images revealed that expandable seams on the distal section of the 14f isleeve introducer sheath, that was outside the patient, had already expanded. The 14f isleeve introducer sheath was removed and the procedure was completed with a different device. No patient complications were reported. The patient was stable during the procedure.

Event description:
It was reported that difficulty advancing within the artery occurred. Vascular access was obtained via transfemoral approach. A 14f isleeve introducer sheath was selected for a transcatheter aortic valve replacement(tavr) procedure. The physician encountered no difficulties with the initial introduction of the 14fisleeve into the patient. When attempting to advance the 14f isleeve introducer sheath within the highly calcified vasculature, angiographic images revealed that expandable seams on the distal section of the 14f isleeve introducer sheath, that was outside the patient, had already expanded. The 14f isleeve introducer sheath was removed and the procedure was completed with a different device. No patient complications were reported. The patient was stable during the procedure.

Manufacturer narrative:
H3: device evaluated by MFR: the returned product consisted of an isleeve sheath with the returned dilator in the lumen.the sheath and tip were visually and microscopically examined. The sheath is kinked 17.5 and 20cm from the tip. All 3 of the seams are starting to expand as expected with device usage. Scoring marks on the dilator are seen confirming the highly calcified access point. The tip is slightly damaged as expected with device usage. Inspection of the remainder of the device presented no other damage or irregularities.